Event description:
It was reported that the right ventricular (rv) lead had varying threshold and no capture. The rv lead was removed from device, reattached and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.